Event description:
It was reported that the pt had the entire penile prosthesis removed and replaced due to distal tip erosion on the left side. No additional pt complications have been reported in relation to this event.

Manufacturer narrative:
Add'l device info: reservoir: catalog # 72404156, serial #(B)(4), mfg: 03/2012, exp: 03/01/2014. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.